Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose (bg) was over 400 mg/dl and bolus via the pump was delivered to address elevated bg. Prior to troubleshooting with tandem technical support, the sites were changed to address the issue. A system check with tandem technical support confirmed that the pump and cartridge functioned as intended and the occlusion was located in the infusion set tubing. Additionally, air bubbles were observed in the infusion set tubing. Reportedly, the infusion set was changed to address the issue and insulin delivery was resumed.